Event description:
This female patient was presented to the interventional lab for an angioplasty and stenting procedure of the left external lliac artery. There is no information about the chracteristics of the vessel. Access was made to the patient at the left brachial artery. A 6fr. Terumo guiding sheath was inserted over an amplatz super stiff guidewire. After the physician placed the stent, he advanced this balloon to the lesion for post-dilation. Upon inflation of the balloon with an indeflator, the balloon rupture at approximately 8 atmospheres(atms). The physician attempted to withdraw the balloon through the 6fr sheath, and when doing so, the distal tip of the balloon separated, leading to an apposition of the left brachial artery and acut ischemia fo the left forearm and hand. The balloon catheter and the guiding sheath were removed simultaneously and the patient was taken to surgery for removal of the separated portion of the balloon and mechanical thrombectomy of the left brachial artery. No reported complications post-procedure.